Manufacturer narrative:
A ge oec service representative investigated the issue and found a failing generator batteries that were removed and replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect were reported because of this malfunction.

Event description:
The ge oec 2600 uroview fluoroscopy displayed regulator failure error codes.